Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown swab sample and generated a positive result. The customer reported that pcr confirmation testing was performed twice and obtained a negative result. The patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown swab sample and generated a positive result. The customer reported that pcr confirmation testing was performed twice and obtained a negative result. The patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.